Manufacturer narrative:
The device was returned to mc3 for analysis. The reported issue could not be replicated. The initial decontamination and handling of the returned device may have had an effect.

Event description:
On (B)(6) 2023, after one week of ECMO treatment, the perfusionist observed water trickling through the heater cooler to the nautilus oxygenator. The heater cooler was changed out. This did not resolve the issue so the oxygenator was replaced. There was no harm to the patient.